Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to erosion. The pump component of the ipp had eroded through scrotum. It was also reported that the patient had an infection caused by their diabetes. The ipp was explanted and replaced with a spectra malleable prosthesis. There were no reported complications during the procedure.

Manufacturer narrative:
Updated to reflect additional information.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to erosion. The pump component of the ipp had eroded through scrotum. It was also reported that the patient had an infection caused by their diabetes. The ipp was explanted and replaced with a spectra malleable prosthesis. There were no reported complications during the procedure. Additional information was received indicating that the scrotum was the infection site.